Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, discovered by cath lab staff personnel, the cardiosave intra-aortic balloon pump (iabp) power cord is jammed. There was no patient involved reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse removed the cart's power supply and helium tank side panels. The line cord had jumped the reel and wrapped around the helium tank. The line cord was untangled from the tank and rewound back into the reel. The cord was tested. It extended/retracted properly. There were no issues observed with the iabp console or the hospital cart. The unit passed all functional and safety tests per factory specifications.